Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient is not unhappy with visual outcome post bilateral lens implants. The patient reported not being able to see signs while driving. A yag was performed but the patient's vision did not improve. The patient also has dry eye and is using drops to treat it. The patient indicated that doctor wants for patient to wear glasses to see directions and also other glasses for reading close up. The patient reportedly has had 3 procedures on the left eye and 2 procedures on the right eye and rk on the left eye. The patient reported glare being worse at night. Reportedly, the patient''s doctor told patient to use lots of lubricating drops and is being referred to another facility. This report pertain's to the patient's right eye. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens remains implanted, therefore it is not available to be returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
A yag procedure was performed on the right eye on (B)(6) 2015. The surgeon indicated the likely cause of the event is "mild residual refractive error". The patient''s current prognosis and treatment are "good. Recommended glasses as needed for night driving".